Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 42% to 15% over the past few months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 42% to 15% over the past few months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 42% to 15% over the past few months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the explant date field with the correct information. This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.